Event description:
This complaint was received through literature article "atrial laceration caused by removal of a transjugular intrahepatic portosystemic shunt necessitates emergent cardiopulmonary bypass during liver transplant: a case report" published in transplantation proceedings 2011. It was reported that a patient with end-stage liver disease received a gore viator tips endoprosthesis for control of ascitis and portal hypertension 39 days before liver transplantation. An abdominal magnetic resonance imaging performed 16 days before transplantation revealed graft migration. During the liver transplant procedure, an attempt to retrieve the stent resulted in significant blood loss through a tear in the anterior caval wall. A formal median sternotomy was performed and revealed a suprahepatic caval tear extending up the right atrium. Reconstruction of the suprahepatic caval was conducted using donor veins. A small residual tear on the atrium was repaired with a pericardial patch. The patient was placed on cardiopulmonary bypass, and the liver transplant was completed. The postoperative course was complicated by acute renal failure, atrial fibrillation, respiratory failure and colitis. The patient died from sepsis on postoperative (B)(6).

Manufacturer narrative:
Method - the device lot number is unavailable and therefore a review of the manufacturing records cannot be performed. Tivener d, vannucci a, fagley re, et al. Atrial laceration caused by removal of a transjugular intrahepatic portosystemic shunt necessitates emergent cardiopulmonary bypass during liver transplant: a case report. Transplantation proceedings 2011;43(7):2810-2813.